Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient(pt) had been in the hospital and turned stim off for tests and mris and stuff and had a problem with their bowel ever since, starting two and a half weeks ago, they noticed having problems with loose bowel movements and pt said they have not had a solid bowel in a month. Pt said when they had been in rehab they were kept in diapers. Pss tried to understand the patient's reason for call and offered to help pt try to check if stim was on, check their setting or adjust stim. Pt said they were on program 3 at 0.2 but they did not have their control equipment, their son had it and their son was not there. Pt said they are confined to their bed and there is no one to help them. Recommended pt call pats back when their son was there with the control equipment and could help them. The issue was not resolved through troubleshooting. The caller was redirected to call pats back. The patient's relevant medical history included pt said since implant, they had to turn it down because sometimes it felt like it was shocking them or when they moved it felt like a stitch, when they turned it down that went away.